Event description:
It was reported that the lasso catheter was entrapped in the mitral valve during the procedure. Open heart surgery was required to remove the catheter and repair the mitral valve.

Manufacturer narrative:
The instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso variable circular mapping catheter in the left ventricle or valvular apparatus. The lasso variable mapping catheter is not recommended for use in the ventricles. Eval summary: the customer indicated that the lasso was trapped in the mitral valve. The catheter was received with a stretched and broken lasso loop with missing ball tip. The product was visually inspected and the stretched spine cover indicates that an excessive force was applied. The IFU states that the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus.